Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient and their ins was charging fine and there were not unordinary impedances. The patient was lent a extra recharger to determine if the issue was caused by the recharger. If it didn't work, the patient was going to consider a non-rechargable ins. No further complications are anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having pain in their right buttock at the ins site after their staples were removed. The patient reported that it felt like the top of their ins was closer to the skin. The patient mentioned that the pain at the ins site had not yet subsided. The patient also reported that they stooped down very slowly and stood up and it felt like tissue tore at the ins site. No further complications are anticipated.